Manufacturer narrative:
Investigation is not completed. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. The event occurred in another country. Manufacture of this product occurred in another country.

Event description:
Alleged breakage of the alumina insert.